Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, fold creases, curved opening, total delamination (100%) of valve. Leak test and microscopic analysis was performed, which identified a curved striated opening on anterior side assessed, as surgical damage. And total (100%) delamination of diapherm flange disk assessed, as adhesive failure. Based on the device analysis, the final assessment is: delamination of diapherm flange disk assessed, as adhesive failure. A curved striated opening assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.